Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer removed the cartridge from the pump and noticed leaking from the bottom of the cartridge. The customer's blood glucose level was not impacted. Reportedly, the customer would get backup therapy as well as attempt to load a new cartridge. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.